Event description:
The clinician reported that five months after the dental implant was placed, in ada site #10 of the patient's mouth, failure of implant was verified. The device was forwarded to the manufacturer for investigation. No further complications were observed.